Manufacturer narrative:
The case states that this facility noticed the rinse programming on their medivators aer was set wrong for nearly a week. They were using cidex opa chemistry to highly disinfect their endoscopes which requires 3 rinses. The program was set for only (1) one rinse. It is not immediately clear how the programming was changed. Dsd reinse cycles are user adjustable but must be consistent with disinfectant IFU. This unspecified modification to the device should have been noticed in their daily log sheets and standard reprocessing procedures. The facility called medivators to find out who did their pm on this machine. Medivators has no record of a pm being done at this facility. Inadequate rinsing of endoscopes may result in potential cases of chemical colitus. There are no confirmed reports of patient injury or illness as a result of this programming issue to date. Medivators has since corrected the facilty's programming. Medivators is still in contact with this facility to monitor patient procedures done using these scopes. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that the facility's medivators dsd-201 automated endoscope reproccessors side a programming was set to process with the wrong amount of rinses required when using cidex opa. There is potential cause for chemical colitis.